Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen/bathroom/purse). Recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 83, 89 and 90 mg/dl. The customer's expected fasting blood glucose test result range is 89-110 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer carries the product in the purse and store in the kitchen or bathroom . Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 76 and 87 mg/dl using true2go meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer informed that is extremely hypoglycemic and consider that the meter is reading the blood sugar inaccurately. The customer's test strips are part of the voluntary recall.